Manufacturer narrative:
(B)(4).

Event description:
The service report shows the customer reported that the 840 ventilator has a gui graphical user interface reset while in use on a patient. The patient was not harmed or injured as a result of the event. The covidien customer support engineer (cse) verified the malfunction in the memory log. The cse inspected the device and reloaded the software. The unit passed extended self testing.